Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, four years eleven months of post deployment, a computed tomography angiogram of abdomen and pelvis was performed for abdominal pain. The study showed that inferior vena cava filter in place with a tubular device along the medial margin of the inferior vena cava filter, unchanged from most recent study. Around, one year one month later, a computed tomography of abdomen was performed which showed bard type inferior vena cava filter was in place positioned below the renal veins. At the same level, there was a 2 cm inferior vena cava stent in place. There was no tilting of the filter device. However, the anchoring struts extend beyond the vessel wall laterally on the right. There was no retroperitoneal hematoma and there was no bending or breaking of the device. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 07/2014).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.